Manufacturer narrative:
The reagent lot number was 73535201 and the expiration date was 30-sep-2024. The customer suspected the sample probe was clogged. The field service engineer replaced the probe and checked and adjusted the rinse mechanism. He checked all mechanical and fluidics of the system function, ran mechanical checks, and precision checks with all results within specification. The customer ran calibration and qc with results within the acceptable limit. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple patient samples from the cobas 8000 c702 module. One example was an initial albumin (alb2) result of 5.1 g/dl and a repeat result from another analyzer of 3.1 g/dl. The repeat result was believed correct.